Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, a second device was implanted in the same position using a valve-in-valve procedure. Duration of implant of the initial device at the time of the procedure was approximately 9 years (110.90 months).

Event description:
On 11/15/2010, a response was received from the health-care provider stating the valve-in-valve procedure was performed due to a leaflet rupture.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 6625, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: reason for procedure is unknown. Both devices remain implanted. No further details were provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: response from the health care provider indicated that "we performed a valve-in-valve. The reason was due to a "leaflet rupture detected by tee". The tee was not received on dvd. However, 1 avi file was received and cannot be used for impression. Due to the valve-in-valve procedure, the device cannot be returned as it remains implanted. The operative report was provided, but is not in english and has not been translated. No additional patient information has been provided.